Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 468mg/dl. The customer changed their infusion set site and delivered a correction bolus to address the bg level. The customer's bg level went back to target range after the infusion set site change and bolus delivery. Recommendation was made to consult with their health care provider to discuss diabetes management.